Event description:
Device 1 of 2. See MFR report # 1627487-2010-00316 for device 2. It was reported that a pt who was previously implanted with an scs system had invalid contacts on two leads. The pt was unable to receive any stimulation. On (B) (6) 2010, the doctor replaced the leads. The pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval results: the device history and sterilization records were reviewed and found to meet specifications, no anomalies were found. The lead was visually inspected and found to have been returned incomplete, without the terminal end electrodes. The lead was severely kinked with broken wires approximately 12.3cm and 13.5cm from the end. Lead was also kinked at approximately 15.7cm and 17.5cm from the end. No functional or stress testing was performed due to the missing terminal end of the lead. Conclusion: the reported event was confirmed. The lead was returned severely kinked and broken in several locations. It is unk what caused the lead to kink and break. No testing was performed due to the missing terminal end. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.